Event description:
Patient, with a history of allergies, presented to the physician two weeks post-implant with a generalized rash. Physician suspected an allergic reaction to the inspire implant and prescribed antibiotics.